Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that an inappropriate shock was delivered due to incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.